Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten events were reported for this quarter. Ten devices were received for evaluation; ten events were confirmed. Ten devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the devices disassembled. One reported event had patient involvement; no patient impact. Nine reported events had no patient involvement; no patient impact.